Event description:
On 05/03/2024 it was reported by a sales representative via (B)(4) that an ar-9507rgdp-1 revers humeral resection slide block screw was coming out and had rust build up. This was discovered during the case with no patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-9507rgdp-1 was received for investigation. The visual inspection revealed indications of wear and tear. There was rust around the screw that was loosening. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage.